Manufacturer narrative:
The field service engineer (fse) serviced the unit at the facility on (B)(4) 2009. System check failed and precision test had passed. The fse completed the unit repair. This reportable event was identified during a retrospective review of product complaints conducted from (B)(4) 2008 through (B)(4) 2010 for add'l reportable events.

Event description:
The affiliate reported the customer alleged non-reproducible, elevated gi (gastrointestinal) monitor results, for multiple patients, involving unicel dxi 800 access immunoassay system. The elevated results did not correlate with the pt's clinical condition. Subsequent testing produced results within lower clinical reference range. The elevated results were not released out of the lab. There was no report of pt injury or change in pt treatment associated with this event. The field service engineer (fse) was dispatched to assess the unit.